Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint error 319. In logs, the 319 error was found indicating that the node 186 is not present at startup issue occurred in the field. Upon visual inspection, issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a patient fixture test platform where the fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop fiber was applied behavioral analysis tested and was verified to be the source of the fault.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) informed that they received an error from arm 2 and had rebooted twice getting error 319. The technical service engineer (tse) confirmed error in logs pointing to the axis controller carriage (acc) in universal surgical manipulator (usm) 2. Tse guided csr through a hard reset with epo but error remained. Tse suggested to disable arm 2 but it is needed for the procedure. The procedure was converted to laparoscopic surgery with no reported injury.